Event description:
The customer reported that the unit made a loud popping noise and shut down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep regreased the hv cables and ran arc test. The unit failed the test. He disassembled the unit again and regreased the tank and tube hv cables. He ran an arc test again, and the unit passed. He verified system fluoro. The unit is fully functional and operating as intended.